Manufacturer narrative:
This report is filed may 21, 2014.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.

Event description:
Per the clinic, the patient experienced a performance decrement with device use and the issue could not be resolved. The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.